Manufacturer narrative:
Dealer advised looks like normal wear. Should additional information become available, a supplemental record will be file.

Event description:
Dealer advised wires exposed on power pack.

Manufacturer narrative:
The device was evaluated by the returns department which found that the power cord/converter has exposed wires.

Event description:
Dealer advised wires exposed on power pack.